Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suturecut needle driver instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or procedure video was provided for review. A review of the instrument log for the mega suturecut needle driver instrument (471309-15/k102109210183) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported during a da vinci-assisted ventral hernia repair procedure, the jaw of the mega suturecut needle driver instrument broke off into the patient. The item was retrieved and the reporter explained no other object had fallen into the patient as everything was retrieved during the same procedure. The site completed the procedure with a back-up instrument and there was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) was present for the case. The surgeon was trying to cut the suture and that is when the instrument broke. There were no issues with the instrument function prior to issue. There was no damage noted during inspection. The customer used a da vinci grasper to retrieve the fragment and then used a laparoscopic instrument to pull it out of the patient. There was no tissue damage nor patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, and b5. Evaluation information can be found in the following fields: h6, and h10. Correction information can be found in the following fields: b1, b2, and h1. Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument associated with this complaint and completed its investigation. Failure analysis (fa) investigation replicated/ confirmed the customer reported complaint. Fa found the primary failure of the broken grip tips to be related to the customer reported complaint. The mega suturecut needle driver instrument was found to have a broken grip at the grip base and a piece approximately 0.118" x 0.28" was found to be broken off the yaw pulley. The broken piece was not returned. Fa noted the root cause of the broken instrument grip tips is typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. Isi followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the customer stated that the reported issue occurred prior to procedure and the issue was resolved by using a back-up instrument.

Event description:
Refer to h10/h11 for follow-up information.